Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to customer¿s blood glucose level. Despite troubleshooting the issue persisted and customer reverted to manual injections for insulin therapy.